Event description:
It was reported that during a total proctocolectomy with j-pouch, intraoperatively, had not connected the anvil to the post on the first try prior to firing. Reconnected anvil to the post and closed all the way. When closed it went to the bottom with ease to the green zone. After firing, there was a leak on the anterior lateral aspect of the right size of the patient's anastomosis. Tried to over suture, but decided that was not going to work. Transected the anastomosis and hand sewed from below, j-pouch to the rectum using sutures. Temporary ileostomy diversion. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device arrived in good visual condition. The breakaway washer halves were present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.